Event description:
Cath lab - piece of destination sheath broke off in at radial artery - piece extends from elbow to wrist. Transferred to tertiary facility to remove foreign body by vascular surgeon as one was not available at the time. FDA safety report ID (B)(4).